Manufacturer narrative:
Concomitant devices: -- 8253200 patient interface 8253200 response 3.0 -- 8228052 electrode 8228052 aps 2mm; initial use -- 8225825 probe 8225825 3pk incremt std prass tip; initial use -- 8229707 emg tube 8229707 nim trivantage 7.0mm ID; initial use. Product evaluation: analysis results not available; mainframe and interface not received for evaluation. The electrode, stim probe and emg tube were discarded at user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that a nim response 3.0, trivantage emg tube, aps electrode and stim probe were being used ¿to perform a right thyroid tumor extirpation and lymph node excision.¿ ¿at the beginning of the procedure, when the aps electrode was attached on the vagus nerve, its reaction was confirmed. When right sided goiter was [excised], the aps electrode was [disturbed] and detached temporarily. The vagus nerve responded normally; however, after the right sided goiter was [excised], the aps electrode was re-attached on the vagus nerve but the nerve did not respond. Stimulation was discontinued with the aps electrode and delivered using the stim probe instead, but there was no response on the vagus nerve side. When 0.3 ma stimulation was delivered on nervus laryngeus recurrens side, approximately 1000 mv stimulation was confirmed. There were several sites to deliver stimulation, however, there was no response on nervus laryngeus recurrens side, and 150-200 mv only was received when 0.3 ma stimulation was delivered. The physician was told there was a possibility [of damage to the nerve].¿ ¿per physician at post procedure, they did not believe [there was damage to the nerve].¿ the patient returned for follow up: ¿at three days post procedure the patient's condition was checked; patient's voice has gotten crackly and paralysis occurred on one side.¿ further information could not be obtained.

Manufacturer narrative:
Product evaluation: mainframe 8253402 nim neuro 3.0 ¿ the device was received in service and repair and tested successfully to specifications. There was no fault found with the device. Patient interface 8253410 nim neuro 3.0 - the device was received in service and repair and tested successfully to specifications. There was no fault found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant devices: -- 8253410: patient interface 8253410 nim neuro 3.0, s/n (B)(4), lot 205346981 UDI: (B)(4), manufactured: 2011-08-20. Product evaluation: device received; however, analysis is not yet complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician confirmed that ¿before ablation of tumor, aps electrode was detached (removed) since it became [an] obstacle.¿ ¿after the right sided goiter was [excised], the aps electrode was re-attached on the vagus nerve but the nerve did not respond.¿